Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation found the device to be inoperable caused by an unsecured connection in the processor printed circuit board (pcb). This can cause false air-in-line alarms and when the connection was secured, the device performed as expected.

Event description:
It was reported that a pump was alarming for air in line, when no air was present (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient injury.